Manufacturer narrative:
A product development investigation was performed. The investigation has shown that the handle is broken as mentioned. The break is typical for brittle material at the critical cross section. The break occurred at the location of the shaft diameter change. There are some signs of misuse on the instrument handle and top. Please note, the relevant surgical technique guide advises to avoid hitting the t-piece of the inserter directly, as this may result in damage to the inserter. The review of the production histories revealed that this inserter was manufactured in december 2016 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Although the exact cause cannot be determined, this complaint condition is likely a result of method of use. However, in terms of continual improvement the design of the handle has been changed. The new design is already available since (B)(6) 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no patient harm and all generated fragments were removed. The surgery was successfully completed.

Manufacturer narrative:
Patient¿s weight is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A device history record (DHR) review was performed for part # 359.219, lot # l152124, manufacturing location: (B)(4), manufacturing date: 15 dec 2016, no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a surgery performed on (B)(6) 2017 while blocking the titanium elastic nail (ten) the inserter broke. The surgery was not prolonged. Patient outcome is reported as okay. No information available about patient condition. Concomitant device reported: titanium elastic nail (ten) (part # unknown, lot # unknown, quantity 1) this report is for one (1) inserter for ti elastic nails. (B)(4).